Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. (B)(4).

Event description:
It was reported that the device suffered a power on reset (por). The reset was cleared and the device remains in use. No patient com plications have been reported as a result of this event.